Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarm noted. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
The customer called in to report a button error alarm. The customer stated that after he got out of the pool, he put the insulin pump on and then received the alarm. He attempted to troubleshoot by taking the battery out and in again, however he still received the alarm. The customer's blood glucose level was 127 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.